Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Initial manufacture report number was created in error. Reportable information provided is associated with another service notification. See manufacture report number 3004209178-2015-305607591 for correct report and correct service notification. Event associated with this service notification is a non reportable event.

Event description:
Customer reported she changed four reservoirs until he found one that worked. Customer stated she was unable to fill the tubing, insulin was not going through. Customer stated she did not receive any alarms during the time and didn't see anything coming out. Customer also reported in the morning she had low blood glucose of 46 mg/dl. Treated by eating a little more then usual and then it went back down. Customer then was high at 386 mg/dl and treated with the device. No further information reported.